Event description:
Healthcare professional reported a left side rupture. Later explanting physician reported "shape alteration; spontaneous rupture." Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability-breast: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.

Event description:
Healthcare professional reported, a left side rupture. Healthcare professional, later reported, "shape alteration, spontaneous rupture". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as surgical damage and missing shell assessed as inconclusive. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "shape alteration; spontaneous rupture." Device has been explanted and replaced with another manufacturer's device.